Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found that the returned catheter had sac burst along the lumen without any missing pieces. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to a thin sac present or blister ply (sac tearing) caused the burst balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that a few hours after the placement the foley catheter fell out of the patient due to water leakage. As per the follow up received via ibc on 13oct2020 the balloon was ruptured however there were no missing pieces of the balloon. It was noted that there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a few hours after placement, the foley catheter fell out of a patient due to water leakage. As per the follow-up received via ibc on 13oct2020, the balloon was ruptured, however, there were no missing pieces of the balloon. There was no patient injury reported.